Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 73mg/dl-113mg/dl fasting. Verified the strips expire 6/19/2017. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 212mg/dl and 203mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: all results were taken from the early morning to 11:50am, time and date were not set on the meter.